Event description:
During the evaluation of a spectrum pump, false upstream occlusion alarms were experienced. It was reported there was no patient injury with this device.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation experienced false upstream occlusion alarms. The readings of the upstream sensor were found out of specification. The failed upstream sensor was replaced.